Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had 4 separate incidents of blown cuffs on 4 different # 7 bivona tracheostomy tubes. The event occurred while in use with the patient in the hospital. The operator of the device was a health professional. There was medical intervention required; 5 trach changes in 48 hours, and this was not reported to the FDA. The issue was resolved by replacing the trach with a different device. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number; corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.